Event description:
It was observed during the device inspection, that the gastrointestinal videoscope distal end had chipped probe glue snagging cotton with no thixotropic adhesive at forceps cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.